Event description:
It was reported that pump displayed malfunction alarm with code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions and assistance to reset pump, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code appeared again, which customer acknowledged and understood.